Event description:
A report was received that the patient stated the leads were going out. An x-ray was taken and it was thought that it was the connection from the implant to the battery that was malfunctioning. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads, splitters, and anchors explanted. Device malfunction was suspected. The patient was doing well postoperatively sc-2316-50 (sn (B)(4)) device evaluation indicated that the visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site. Sc-4316 (ln 16497405) device evaluation indicated that the both click anchors exhibited normal device characteristics. Sc-3400-30 (sn (B)(4)) device evaluation indicated that the splitter exhibited normal device characteristics. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient stated the leads were going out. An x-ray was taken and it was thought that it was the connection from the implant to the battery that was malfunctioning. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient experienced inadequate stimulation and reprogramming did not help.

Event description:
A report was received that the patient stated the leads were going out. An x-ray was taken and it was thought that it was the connection from the implant to the battery that was malfunctioning. The patient will undergo a revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).